Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device could not generate a 12 lead ECG while monitoring a patient. The customer was able to obtain the 4 lead ECG but the signal was intermittent. There was no harm to the patient as the customer obtained another device and was able to successfully monitor using 12 leads. The customer reported that she had tried different trunk cables and leads with the problem device but the issue remained. Additionally, she tried the trunk cable and leads from the problem device with other devices and those devices worked fine. The customer believes the issue to be with the device and not the accessories. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.